Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. The medical records provided and reviewed. The investigation confirmed for the filter migration, but inconclusive for the filter tilt. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. Vena cava filter allegedly the filter tilted and embedded in the wall of ivc and migrated to the left side. This report was received from a single source. This event did involve patient with no known impact to the patient. The patient is (B)(6); gender is male; however, age was not provided.